Event description:
It was reported by the affiliate that during a laparoscpic sigma procedure, the teflon pad fell off, part fell into patient, however it could be removed. A new device was used to complete the procedure.

Manufacturer narrative:
Information anticipated, but unavailable at this time.